Event description:
A medtronic int'l rep reported that a nurse in the surgery room complained that the ent suction was inaccurate. There was no reported harm to the pt.

Manufacturer narrative:
Pt info was not provided as of the date of this report. Specific device info has not been provided as of the date of this report. Preliminary investigation by an on site tech engineer found that the issue was due to a damaged instrument. The device has not been returned to the MFR for eval.